Event description:
It was reported that pump screen did not turn on and that pump button was extremely difficult to press and required multiple presses for screen to activate. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, followed instructions to press button in different ways, and eventually was able to turn on display, but pump was deemed problematic so support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup therapy, to place pump into storage mode before returning it with a prepaid label, and to re-enter pump settings and reconnect continuous glucose monitor on replacement device.